Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited a diagnostics anomaly. No intervention was performed and the patient would be seen in 7 months due to the patient's limited mobility. The patient was asymptomatic and would continue to be monitored.